Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The image monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported the entrak 2500 system would not produce x-ray images. No pt injury was reported.